Event description:
A falsely elevated potassium result of 7.7 mmol/l was obtained on a pt sample. The result was reported to the physician. A new specimen was tested and a result of 3.3 mmol/l was obtained. The original sample was retested on an alternate analyzer and a result of 4.5 mmol/l was obtained. The pt was treated but there was no report of adverse health consequences as a result of the falsely elevated potassium result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was the salt bridge needed to be replaced.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was the salt bridge needed to be replaced. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.